Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 95 warning: ¿low¿ or ¿high¿ blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Checking your blood glucose 7 / page 81: you should perform a control solution test when you suspect that your meter or test strips are not working properly, when you think your test results are not accurate, or if your test results are not consistent with how you feel. Living with diabetes 9 / pages 108-109: keep an emergency kit with you at all times to quickly respond to any diabetes emergency. The kit should include: several new, sealed pods, extra new pdm batteries (at least two aaa alkaline), a vial of rapid-acting u-100 insulin, syringes for injecting insulin, instructions from your healthcare provider about how much insulin to inject if delivery from the pod is interrupted, blood glucose test strips, ketone test strips, lancing device and lancets, glucose tablets or another fast-acting source of carbohydrate, alcohol prep swabs. Advised: when packing for travel, take more supplies than you think you¿ll need. Be sure to include: diabetes emergency kit packed in your carry-on luggage, enough pods for your trip, plus a backup supply, extra new pdm batteries, additional blood glucose meter, insulin syringes or pens in case you need injections, several vials of insulin or insulin cartridges if you use a pen, glucagon kit.

Event description:
It was reported that a patient's experienced 2 episodes of hypoglycemia, while using the omnipod system. The events were due to incorrect readings from the personal diabetes manager (pdm). The pdm's meter was reading "high," therefore, husband administered a manual injection. The patient's bg "crashed," therefore, an ambulance was called. The patient was taken to the emergency room (ER) where the hospital's meter read 28 mg/dl. A second meter comparison was conducted. The hospital's meter read 134 mg/dl while the pdm continued to read "high." Treatment included orange juice and "instant glucose" in order to bring blood glucose levels up. It should also be noted that patient's blood pressure was low during this visit. Patient was held at the ER for a period of 7 to 8 hours, however, it was unclear which readings were from which visit and what treatment was administered during these visits. The patient's physician advised patient to refrain from using the omnipod system "for the time being."